Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right atrial (ra) lead exhibited noise oversensing triggering inappropriate mode switch. No intervention was performed, and the patient was stable.